Event description:
Patient presented to the physician with pain at the ipg site. Physician examined the area and found that the ipg had migrated and the skin overlying was thin. Due to a potential risk of erosion, physician brought the patient into the operating room and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.